Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4)study. It was reported that a patient enrolled in the mom clinical study, underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, elevated metal ion levels, back pain, discomfort in right groin area, stiffening of upper legs, femoral component osteolysis, adductor lipoma and joint effusion in the right hip and an acetabular cyst on the left hip were noted. No further information has been provided at this time.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that a patient enrolled in the mom clinical study, underwent left total hip arthroplasty on (B)(6) 2008 and right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, elevated metal ion levels, pain, loss of function, numbness, discomfort in right groin area, stiffening of upper legs, femoral component osteolysis, adductor lipoma and joint effusion in the right hip and an acetabular cyst on the left hip were noted. There has been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur:"material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07294 & 07295).